Event description:
Reportedly, the rv coil continuity shows abnormal measured since the implantation. Physician suspects a connection issue. On (B)(6) 2017, rv coil continuity measurements were performed, with values fluctuating between 470 ohms and 1250 ohms. A shock at 1 joule was successfully delivered. A re-intervention was performed. Reportedly, a tug test was performed on the rv coil connection. The pin did not pull out of the header and appeared secure: it was visually verified as being through the connector and completely inserted. Then the lead was disconnected and normal measurement was observed with psa. After the lead was reconnected and the setscrew was tightened, rv coil continuity measurements were performed, with normal values around 490 ohms. Reportedly, the setscrew was then unscrewed one quarter turn and a tug test was performed. The lead connection was still secure and did not pull out of the header. Rv coil continuity measurements were again performed with values of 900 ohms to 1100 ohms. Then, the setscrew was fully tightened and rv coil continuity measurements showed normal values around 490 ohms. A shock at 12 joules was successfully delivered.

Event description:
Reportedly, the rv coil continuity shows abnormal measured since the implantation. Physician suspects a connection issue. On (B)(6) 2017, rv coil continuity measurements were performed, with values fluctuating between 470 ohms and 1250 ohms. A shock at 1 joule was successfully delivered. A re-intervention was performed. Reportedly, a tug test was performed on the rv coil connection. The pin did not pull out of the header and appeared secure: it was visually verified as being through the connector and completely inserted. Then the lead was disconnected and normal measurement was observed with psa. After the lead was reconnected and the setscrew was tightened, rv coil continuity measurements were performed, with normal values around 490 ohms. Reportedly, the setscrew was then unscrewed one quarter turn and a tug test was performed. The lead connection was still secure and did not pull out of the header. Rv coil continuity measurements were again performed with values of 900 ohms to 1100 ohms. Then, the setscrew was fully tightened and rv coil continuity measurements showed normal values around 490 ohms. A shock at 12 joules was successfully delivered.